Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 489 mg/dl. The customer reported that they had insulin flow blocked alarm, but they were unable to troubleshoot at the time of the call. The customer reported that the infusion set cannula was bent. The customer treated with the manual injection. Troubleshooting was declined for no delivery alarm. The reservoir pump will not be and infusion set will be returned for analysis.